Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated causing the field to believe the battery had prematurely depleted. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. According to the field, the crt-p is not available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.